Event description:
It was reported via medwatch (B)(4) that balloon rupture occurred. A 5.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the balloon from the stent was ruptured. Then the fracture of the balloon shaft while delivering the second stent required trapping and snaring of the stent to removed from the body. The procedure was completed and there were no patient complications reported. No patient harmed.

Manufacturer narrative:
B3: date of event: used first date of the month since event date was not provided.